Manufacturer narrative:
Additional manufacturer narrative: this model is not sold or marketed in the u.s. However, it is similar to device: model #2800; brand name: carpentier-edwards perimount rsr pericardial bioprosthesis; PMA #p860057/s001. The device was not returned for evaluation, as it remains implanted. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that a 71 years old patient with a valve model 290027mm implanted in the aortic position underwent a valve-in-valve (viv) procedure after an implant duration of seven (7) years and thirteen (13) days due to degeneration leading to stenosis and regurgitation. A 29mm transcatheter valve was successfully implanted within the surgical device.

Event description:
Edwards received notification that a 71 years old patient with a valve model 290027mm implanted in the aortic position underwent a valve-in-valve (viv) procedure after an implant duration of seven (7) years and thirteen (13) days due to degeneration leading to stenosis and regurgitation. The patient presented with mechanical hemolysis before the valve-in-valve procedure. A 29mm transcatheter valve was successfully implanted within the surgical device.

Manufacturer narrative:
H10: additional manufacturer narrative: added information to b5 (describe event or problem) and b7 (additional text) updated section b4 (date of this report), g3 (date received by manufacturer) and h6 (clinical code). The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
The serial number was not provided. Therefore, the device history record (DHR) could not be reviewed. Tissue degeneration related structural deterioration, either calcific or non calcific, are common chronic failure modes for this type of bioprosthetic heart valve. Operational mechanical stress and biological factors are generally believed to be the major contributors to the non calcific bioprosthetic tissue degeneration. Structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, noncalcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Degeneration-related structural deterioration is most commonly related to patient factors and is not usually an indication of a device malfunction. A definitive root cause cannot be conclusively determined; however, patient factors likely caused or contributed.